Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The customer¿s blood glucose level was 165 mg/dl. Troubleshooting was performed for pump errors and attempted to check the history and found hardware low level failures. The customer states pump was not exposed to a high magnetic field. Displacement test was successful at this time. The customer states they are able to rewind the pump. The insulin pump will not be returned for analysis.